Event description:
On 9/21: customer reports during a voiding cystourethrogram for a male pt (no other info provided), the system failed. Pt procedure was completed, no reported injury. Customer dos not have back up capabilities and all procedures have been cancelled.

Manufacturer narrative:
After troubleshooting error, facility biomed replaced the generator console, atp console, and firmware, field service engineer tested system, per sedecal service manual. The customer's x-ray technologist tested system and all operations were without error. System returned to service full service by the customer.